Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the armpits from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in a rehab facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient's nurses placed "pads" under the lifevest to help the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.